Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 144 mg/dl and sensor reading was 57 mg/dl. Troubleshooting was performed and customer had already removed the sensor. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings.